Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: thirty-eight events were reported for this quarter. Product return status: thirty-eight devices were received for evaluation. Three devices were not available to stryker for evaluation. Evaluation status: twenty-seven events were confirmed during testing. -fourteen devices were found to be affected by corrosion. -twelve devices were found to be affected by a lubrication problem. -one device was found to be affected by a fracture problem. Six events were not confirmed during testing; the device was found to be within specifications. One event was not confirmed during testing; however, a failure unrelated to the reported event were detected. One device evaluation is in progress. Product disposition: one device was not repaired and returned to the user facility. This device is not repairable and was not returned to the user facility. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 38 malfunction events in which the device reportedly overheated. Thirty eight events had no patient involvement; no patient impact.